Event description:
Major pump unit(s) involved: drive unit failure. Additional text: suspected short in driveline; cannot be determined definitively specific component(s) involved: driveline malfunction. Additional text: suspected short in driveline; cannot be determined definitively other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : change from grounded patient cable to non-grounded patient cable. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.